Event description:
It was reported that during a port placement procedure, after inserting the guidewire into the introducer needle, the guidewire was allegedly damaged when the guidewire was withdrawn toward the needle tip. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle, one j-tip guidewire and one guidewire hoop has been returned for evaluation. Gross visual, microscopic visual, functional and dimensional evaluation were performed. The investigation is confirmed for the reported deformation and identified stretched, fracture as the unravelling was noted on the outer coils of the guidewire and a complete break was noted on both the round and flat inner core wire. Further, bends were also noted throughout the guidewire. The measurements of the outer diameter of the guidewire recorded during sample evaluation were slightly above the specification but not considered definitely out of tolerance as manufactured as the procedure/use factors could have contributed to a tiny deviation in outer diameter of the guidewire. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.